Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant) and uterine leiomyoma ("fibroids"). The patient was treated with surgery (removal of device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, genital haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered fatigue, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain"), genital haemorrhage ("irregular bleeding") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in an adult female patient who had essure (batch no. 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included anxiety, mood swings, inflammatory polyarthritis, cold sores, sore throat, uterine fibroid, stress urinary incontinence and lightheadedness. Concomitant products included adalimumab (humira), methotrexate, oral contraceptive nos and prednisone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), fatigue ("fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdominal pain/ pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic supracervical hysterectomy,bilateral salpingectomy, sacral colpopexy, burch urethropexy cys). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rheumatoid arthritis, fatigue, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the genital haemorrhage, uterine leiomyoma, headache and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs visible uterine coil right: 3 coils. Visible uterine coil left: 5 coils. She was in for her post op on (B)(6) 2015 with doctor. She states that last night it was 8 weeks post op so they had intercourse. She states she could feel like something was rubbing and he could feel something scratching him. He had scratches and blood on his penis afterwards. She had slight discomfort with intercourse but no bleeding. She also states the incisions on the outside have not dissolved and are sticking out and wants to know if ok to clip them diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Biopsy endometrium - on (B)(6) 2014: proliferative phase endometrium, no hyperplasia or neoplasia. Hysterosalpingogram - on (B)(6) 2010: hysterosalpingogram demonstrates normal visualization of the uterine cavity. Essure coils are seen at the expected location of the fallopian tubes. No bilateral tubal. Pathology test - on (B)(6) 2015: the specimen is received in formalin labeled "uterus and bilateral fallopian tubes *no cervix" and consists of a 15.0 x 14.0 x 2.0 cm aggregate of tan-white fibrous tissue consistent with uterus and fallopian tubes with a weight of 139 grams. The identifiable serosa is tan-pink and smooth. The endometrium is 0.1 cm and overlies a coarsely trabeculated, tan-pink myometrium. Within the myometrium are multiple, tan-white, whorled nodules ranging in size from 0.6 to 5.2 cm. The fallopian tubes are received unoriented and are tan-pink and smooth. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,rheumatoid arthritis,menorrhagia,nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain"), genital haemorrhage ("irregular bleeding") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in an adult female patient who had essure (batch no: 676712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included anxiety, mood swings, inflammatory polyarthritis, cold sores, sore throat, uterine fibroid, stress urinary incontinence and lightheadedness. Concomitant products included adalimumab (humira), methotrexate, oral contraceptive nos and prednisone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), fatigue ("fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdominal pain/ pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic supracervical hysterectomy,bilateral salpingectomy, sacral colpopexy, burch urethropexy cys). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rheumatoid arthritis, fatigue, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the genital haemorrhage, uterine leiomyoma, headache and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rheumatoid arthritis, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Visible uterine coil right: 3 coils. Visible uterine coil left: 5 coils. She was in for her post op on (B)(6) 2015 with doctor. She states that last night it was 8 weeks post op so they had intercourse. She states she could feel like something was rubbing and he could feel something scratching him. He had scratches and blood on his penis afterwards. She had slight discomfort with intercourse but no bleeding. She also states the incisions on the outside have not dissolved and are sticking out and wants to know if ok to clip them diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Biopsy endometrium: on (B)(6) 2014: proliferative phase endometrium, no hyperplasia or neoplasia. Hysterosalpingogram: on (B)(6) 2010: hysterosalpingogram demonstrates normal visualization of the uterine cavity. Essure coils are seen at the expected location of the fallopian tubes. No bilateral tubal. Pathology test: on (B)(6) 2015: the specimen is received in formalin labeled "uterus and bilateral fallopian tubes no cervix" and consists of a 15.0 x 14.0 x 2.0 cm aggregate of tan-white fibrous tissue consistent with uterus and fallopian tubes with a weight of 139 grams. The identifiable serosa is tan-pink and smooth. The endometrium is 0.1 cm and overlies a coarsely trabeculated, tan-pink myometrium. Within the myometrium are multiple, tan-white, whorled nodules ranging in size from 0.6 to 5.2 cm. The fallopian tubes are received unoriented and are tan-pink and smooth. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,rheumatoid arthritis,menorrhagia,nausea most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received. Reporters information updated .lot no. Were added. Events:abnormal bleeding (vaginal, menorrhagia), rheumatoid arthritis, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, dysmenorrhea (cramping), dyspareunia (painfulsexual intercourse), pain, weight gain were added. Medical history , concomitant drugs , lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.